Manufacturer narrative:
The insulin pump received with all buttons responding properly. No damage or moisture damage on keypad assembly. No stuck button alarms noted. The insulin pump passed self test and displacement test. The insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's sound had increased considerably. The customer's blood glucose value was 7.4 mmol/l. The buttons of insulin pump got stuck occasionally and that after she did self-test it said that there was no insulin. The insulin pump passed both self-test and displacement test. The insulin pump will be returned for analysis.